Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at approximately 0701, during an infusion of levophed and diprivan, a pump alarmed for "system failure error 255-122-75.¿ a nurse was attempting to troubleshoot the problem by unplugging the pump but it did not turn off. While the pump alarmed and replacement devices were sought, the patient's blood pressure dropped from 94/60 to 64/28. The pumps were functioning appropriately throughout the night shift with no recent changes in settings. There was no report of lasting harm.